Event description:
On august 15, 2006, the lay reporter contacted lifescan (lfs) alleging that the lay patient's one touch ultra meter was reading inaccurately erratic. The medical affairs specialist (mas) sent a letter to the patient after the patient could not be reached by phone on two different days at different times. The reporter said that results of 560, 368, and 270 mg/dl were obtained on the reported meter within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <20 mg/dl. The reporter said, she did not know how much insulin to give the patient. No information was provided regarding the patient's diabetes treatment regimen. The reporter told the lfs customer care advocate (cca) that the patient "had to be taken to the hospital by paramedic, because she was low". The reporter said, she had tested the patient's blood glucose level with the reported meter in the morning and obtained a result of 70 mg/dl. The reporter said, the patient would not wake up; she was tested with the reported meter while symptomatic. The reporter called ems. Emt's obtained a result of 40 mg/dl on the ems meter when they arrived. The time difference between the lfs meter reading and the ems meter reading was not provided. The patient was treated with a glucagon injection and taken to the hospital. No further information was provided regarding readings or treatment performed at the hospital. The cca verified that the testing technique was correct. The test strips were in good condition, were not expired, and had been stored correctly. The code on the meter matched the test strip code. A control solution test was not performed because the control solution was expired. The meter, test strips, and control solution were replaced. The complaint is reported because results on the reported meter fell outside of precision specifications. The patient experienced hypoglycemia with loss of consciousness in 2006, and received a glucagon injection.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.